Manufacturer narrative:
Rb is awaiting the return of the product for quality analysis and also follow up information regarding the reported incident. The product labeling also states that "this product contains ingredients that may cause irritation. If irritation or discomfort occurs, discontinue use and consult a doctor. This product is not a contraceptive and does not contain a spermicide. Keep out of reach of children and away from eyes and ears. Do not use if quality seal is broken or missing". The company's assessment for this case is possible and unanticipated. Expected date of next report: 09/14/2015.

Event description:
Initial report no 1, (B)(6) received from us consumer relations, date (B)(4) 2015, reference no.: (B)(4). Suspect product: ky liquid. Usage/application details: unk. A reporter reported regarding a female patient of an unknown age that she and her husband purchased ky liquid (lot: 3122, exp: october 2014) which was beyond its expiry date when it was sold. The patient used expired product during pregnancy which directly resulted in a miscarriage of her pregnancy. At the time of the report the effects were unknown and her appointment scheduled to her hcp was not reported. It is unknown if the patient has any relevant underlying conditions or medical history. The company's assessment for the case is possible and unanticipated. No further information was available at the time of report. Outcome: ongoing.